Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that the c-arm was not moving properly. However, the customer fixed the issue and requested to cancel the service request. Philips has not received any additional information on the issue, troubleshooting, or clinical usage/outcome of the system. Philips did not work on the system as the service order was cancelled. To date, no further reoccurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected. H3 other text : issue resolved by customer; evaluation cancelled; no response received for further information.

Event description:
It was reported to philips that the c-arm was not moving properly. The device was in clinical use. No harm was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.